Event description:
It was reported that the user¿s blood glucose was 220 mg/dl when they contacted support to perform a factory reset of the ilet to transition from u-100 to u-200 insulin. The user consumed coffee with cream and small muffins without announcing the meal due to low remaining insulin and allowed the reservoir to run out, then replaced supplies after the reset and planned to monitor glucose. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified related to a missed meal announcement, and the involved component was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.